Manufacturer narrative:
The subject device was returned for investigation. Based on the results of the investigation and the information provided a broken ceramic tip was identified which was likely due to some kind of stress. The most probable could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that resection sheath had a broken ceramic tip. There were no reports of patient involvement.